Event description:
Caller reported a malfunction on pump after coming down 1000 feet of elevation in a car. Impact on the customer¿s blood glucose level is unknown, as the caller declined to answer if it exceeded 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and contact support if any issues reappear.